Manufacturer narrative:
This report is submitted on may 13, 2021.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (specific date not reported), due to poor magnet retention. The implanted device remains.